Event description:
Additional information was received that the patient was still having noise that was causing inappropriate atrial tachy response. The minute ventilation (mv) feature had been turned off, and the post-ventricular atrial refractory period (pvarp) was shortened at the upper range. The patient was not feeling well, and was thought that there was likely a lead issue that was resulting in the patient not getting the support that they were used to receiving. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead triggered a lead safety switch for high out of range pacing impedances greater than 3000 ohms. In bipolar the impedances were approximately 3000 ohms, and in unipolar the impedances values were consistently around 300 ohms with some noise present. It was thought that there was lead to ring spring contact interference. The system was reprogrammed and operating well with unipolar pacing and bipolar sensing, so the plan was to leave in this configuration. Device remains in-service. No adverse patient effects were reported.